Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room with a syncopal episode. Upon interrogation, the pulse generator exhibited normal device function; no noted syncopal episodes. No medical intervention was performed. The patient would continue to be monitored